Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the floor during their pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak and treatment was cancelled. The patient confirmed no fluid came in contact with the cycler, however fluid fell onto the floor. The patient discarded supplies, re-setup with new supplies, and then experienced the same alarm again during dwell 4 of 4 of treatment twice. The patient did not notice fluid leaking at this time. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Technical support advised to follow up with their peritoneal dialysis nurse (pdrn) and provided information on how to cancel treatment if cycler does not move forward to drain 4. Upon follow up, the pdrn confirmed the reported event and that fluid leaked from the cycler set tubing not the cycler during an unknown phase of treatment. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the floor during their pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak and treatment was cancelled. The patient confirmed no fluid came in contact with the cycler, however fluid fell onto the floor. The patient discarded supplies, re-setup with new supplies, and then experienced the same alarm again during dwell 4 of 4 of treatment twice. The patient did not notice fluid leaking at this time. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Technical support advised to follow up with their peritoneal dialysis nurse (pdrn) and provided information on how to cancel treatment if cycler does not move forward to drain 4. Upon follow up, the pdrn confirmed the reported event and that fluid leaked from the cycler set tubing not the cycler during an unknown phase of treatment. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.